Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: device was implanted to treat a non-tortuous, non-calcified lesion exhibiting 70% stenosis located in the proximal part of anterior descending coronary artery. The device was inspected before use. The luer of the endeavour resolute rx device inspected prior to attaching directly to the non-medtronic inflation device. There was no issues noted. Negative prep was not performed. The lesion was not pre-dilated. There was an attempt made to connect the leur of the endeavour resolute rx directly to a non-medtronic inflation device. No difficulties was noted when attaching the luer of the endeavour resolute rx to the non-medtronic inflation device the endeavour resolute stent did not pass through a previously deployed stent. The crack was not noted prior to attaching the luer of the endeavour resolute rx to the inflation device. It was also stated that the non-medtronic inflation device was used as normal. Five still images were provided for analysis. All images show the device packaging - the shelf carton and inner pouch. Lot# 000995660 and device information on the packaging matches details in the complaint file. Creases were visible on the shelf carton. No device can be seen in any of the images provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: eval code-conclusion codes added correction: intervention ticked. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note that this device (endeavor resolute ) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, one endeavour resolute rx coronary drug eluting stent was implanted to treat a lesion. There was no damage noted to the packaging. There were no issues noted when removing the device from the hoop. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that the device cracked/fractured at the connector and leakage of contrast was observed through the crack in the connector. It was stated that the stent was partially opened and further dilation was required using a balloon catheter. The patient was reported to be alive with no further injury.